Manufacturer narrative:
(B)(4). Concomitant medical products: item name: nexgen lps femoral size e, item number: 00599601501, lot number: 63422895. Item name: nexgen precoat stemmed tibial, item number: 00598004701, lot number: 63408883. Item name: nexgen poly patella 32 mm dia, item number: 00597206532, lot number 63372056. Therapy dates - (B)(6) 2016.

Event description:
It was reported the patient was revised for infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual and photographic review of the articular surface revealed pitting and gouging on the proximal surface. Dimensional analysis of the liner found no deviations from the print specifications. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) reported event of infection could not be confirmed, however articular surface wear was confirmed based on condition of returned component. Evaluation of the returned articular surface found indentations on the device which appeared to be consistent with the third body particles, such as bone or cement debris, between the articular surface and the femoral component. However, the presence of third body particles within the joint could not be confirmed with the information provided. A definite root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.